Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the drying valve was damaged allowing water to leak onto the floor. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that water leaked from their amsco 7053l washer/disinfector onto the floor. No report of injury.